Event description:
It has been reported to philips that the acquisition of live fluoroscopic images was very slow. The images could not be saved and the lower part of the images was dark. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not save the images. Review of the system log file confirmed error in image discs. The phillips engineer replaced ippc, hard discs, and reloaded software. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.